Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, the patient reported that they are not getting pain relief because the stimulation is in their ribs instead. They noted that their doctor cut them off their pain medications. The patient was to follow up with their healthcare provider. No further complications were reported. The patient was implanted for spinal pain. On (B)(6) 2017, additional information was reviewed from the patient reporting that they met with a manufacturing representative for programming. It was reported that the patient¿s equipment was working fine and stimulation adjustments could be made. However, it was reported that they were not able to complete routine programming to concentrate in their buttocks area instead of across the patient¿s lumbar. It was reported that the patient had another appointment scheduled to try again for routine programming. On 2017-06-09, additional information received from the manufacturer representative reported that the patient had been programmed with high dose settings at the last visit and had not contacted them for further programming. Further information received from the consumer stated that he was having problems getting his therapy set up right. The patient couldn't adjust it and it wasn't hitting the right places. The patient noted he had been experimenting with it and thought there was a short in the wires or something because when he woke up it was stimulating from his chest to his toes. The patient mentioned that he would go eat something and an hour or two later it quit stimulating. The patient would turn it off at night because when he laid down it stimulated his ribs. On 2017-07-03, additional information was received from the patient repeating that with their current ins, when they go to bed and wake up in the morning they feel stimulation all over their body. They stated that they would get up and sometimes about six hours later it would quit. It was reported that the patient did not sleep because their stimulation would hit their ribs and interrupted their sleep. They stated that in the morning when they wake up with the ins being off, their whole body was stimulating inside. The patient reported feeling stimulation right now from their chest to their toes and their ins was off. The patient stated with the ins off it hit them so hard on their right ribs that they ¿could not stand it and it interrupted their sleep at night¿. It was report that the event occurred in 2016 when their back healed up after the wires were put in. The patient stated that they were going to try and get an appointment with their doctor after the (B)(6). The patient was redirected to follow-up with their hcp. No further complications were reported/anticipated.